Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. The device would not continue powering on past the initial boot-up screen. In addition, the device is unable to be powered off without removing the batteries. The cause of the reported issue was isolated to the system pcba.

Event description:
The customer contacted stryker to report that their device will not complete boot-up cycle during power up. In this state, the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.

Event description:
The customer contacted stryker to report that their device will not complete boot-up cycle during power up. In this state, the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Due to the part being obsolete, the device cannot be repaired. The device will remain out of service. The customer was informed of the device's state and provided information on obtaining a replacement device.